Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture and shaft break occurred. The target lesion was located in a severely calcified vessel. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation; however, the balloon ruptured. When the device was tried to remove, it got caught and stuck in the sheath and the device got separated. The balloon was removed together with the sheath and the procedure was completed with a different device. No patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture and shaft break occurred. The target lesion was located in a severely calcified vessel. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation; however, the balloon ruptured. When the device was tried to remove, it got caught and stuck in the sheath and the device got separated. The balloon was removed together with the sheath and the procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: a mustang balloon catheter was returned for analysis. The device was received in two sections. First section: consisted of the hub, shaft, portion of balloon and proximal markerband. Second section: portion of the balloon, portion of the inner balloon shaft and tip was attached to the guide wire. A complete balloon circumferential tear was identified located approximately 41mm distal of the proximal balloon bond. From the circumferential tear, the balloon was also torn longitudinally for approximately 22mm proximally. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found a break in the shaft approximately 17mm distal from the proximal balloon bond. The shaft was also noted to be stretched. The proximal markerband had moved in a distal direction due to the stretched shaft. The distal markerband was detached from the device.